Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found in the package. During unpacking of an 18x90/10fr wallstent® endoprosthesis, it was noted that there were smudges on the inner sterile tray. The device was never used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned packaging and device. The device was received for analysis within the outer box carton. Both the outer box carton and two inner pouches were opened prior to receipt for analysis. The tray containing the device was removed from the inner pouch and it was noted that a white substance was present on proximal section of the tray. The device was still within the tray and was unused. A visual and microscopic examination of the device identified no issues with the returned device that could have contributed to the complaint incident. The white foreign matter noted on the tray was not identified on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
It was reported that a foreign matter was found in the package. During unpacking of an 18x90/10fr wallstent endoprosthesis, it was noted that there were smudges on the inner sterile tray. The device was never used. No patient complications were reported.